Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The present screwdriver was analyzed for conformance to print specifications and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face of the broken tip is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 01/31/2001. (B)(6).

Event description:
It was reported that the tip of the screwdriver is broken off. The surgeon was attempting to complete final tightening of blue set screw on urs locking cap as per the technique guide, when the tip of the t25 stardrive sheared off. The surgeon was able to locate and remove metal debris. The surgeon then removed the locking cap for inspection, no obvious cross threading evident, surgeon inserted new locking cap and completed final tightening with spar t25 stardrive. This is report 1 of 1 for complaint (B)(4).